Event description:
It was reported that for the past week or two, the patient (pt) has been seeing an error message "system problem rm03" when trying to recharge their implanted neurostimulator (ins). Pt stated that initially they could take the battery out when the message came up and try again, and after doing that repeatedly for 20 minutes they could eventually connect and charge. Pt stated that recently they haven't been able to connect at all, and that their recharger (rtm) is getting really overheated where the cord goes into the paddle and the recharger cord looked stretched. Patient services (ps) had them reset the ptm, and pt confirmed no physical damage on rtm cord, pins, ptm connector port pins nor battery compartment pins. Pt then connected rtm and placed the paddle over the relay box and entered passive recharge mode and saw numbers 0-0-98. Pt began manipulating the cord and noted the middle number changed to 19 or 20 but the high and low stayed the same. A replacement rtm was requested.

Manufacturer narrative:
Concomitant medical product: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). B3. Date is estimated; year is valid. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.